Event description:
It was reported that the patient faced an event where two catheters had come off on (B)(6) 2026. Blood glucose level was 302 mg/dl at the time of the event and patient took correction via pump to resolve the issue.

Manufacturer narrative:
Initial 2 of 2. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.